Manufacturer narrative:
Company representative evaluated the system. Corrections included realigning the apl valve and replacing the bellows. System was tested to factory's specifications.

Event description:
Customer reported an issue with the as3000 anesthesia delivery system, which may have affected anesthesia monitoring. No patient injury was reported.